Event description:
It was reported that the stent prematurely deployed during use, location was not disclosed. The stent was removed from the patient and the patient was reported to be in "good" condition.